Event description:
Health professional reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: two openings observed on radius side assessed as surgical damage. Additional observations: wear abrasion observed. Creases were observed. White particles observed inner the device. Brown particles observed in the fill channel. Nick striated observed assessed as surgical tool scratch like. No further actions are required as the device was implanted.

Event description:
Health professional reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.